Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four (4) devices were received for evaluation; 4 events were confirmed during testing. Three (3) devices were found to be affected by corroded bearings and rotor assembly. One (1) device was found to be affected by corroded motor sockets. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.